Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, per report, the aortic dissection was caused in part by bulky calcification non-coronary cusp, as well as multiple manipulations required to cross the native valve, and finally deploy the valve in the desired position.. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the patient sustained an aortic dissection and had to be converted to open CT surgery. Initially, bav was performed; however, there was a great deal of manipulation felt while attempting to cross the annulus with the thv. Crossing of the annulus was unsuccessful and bav had to be done a second time. The delivery system was left in place, a 14 fr sheath was placed in the common femoral and a bav was inserted and performed. After the second bav the valve was able to cross the native valve. The valve was partially deployed prematurely by the operator and initially it was placed too low, however, the partially deployed valve was pushed up and deployed in a perfect position (60:40 aortic/ventricular). There was a great deal of manipulation during the procedure. Although the valve was deployed in the desired position, the patient was observed to have sustained an aortic dissection. The patient was converted to open CT surgery to repair the aortic dissection. The dissection extended down to the root of the aorta. The surgeon said the dissection was caused in part by bulky calcification on the non coronary cusp. Due to the dissection of the root, the 29mm sapien xt had to be removed and a surgical magna ease valve was placed. The aorta was then repaired and the patient was closed and extubated. The patient was noted to be doing well at the end of the procedure. The patient¿s native annulus measured 24.2mm x 31.4mm by CT, with an area of 580mm². The patient had moderate native annular/leaflet/root calcification.